Event description:
Additional information was reported that there was not revision. The catheter study was ok. The patient outcome was unknown.

Event description:
It was reported that the catheter had migrated out of the intrathecal space. It was initially reported that the healthcare provider (hcp) suspected the catheter tip was in the spinal area, and did not want to conduct a catheter dye study. As of (B)(6) 2012, reporter stated the hcp found the catheter had come out of the intrathecal space and was subcutaneous; therefore, a catheter revision was being planned. There were no patient symptoms reported, and patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).